Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/16/2019. Device evaluation summary: according to the information received, it was reported the patient experienced a deflation of a saline breast implant. During evaluation of the sample, a crease with an area of shell abrasion was noted in the posterior aspect. Within the crease and shell abrasion, a tear measuring approximately 0.1 cm was observed. No other anomalies were discovered. Shell abrasion suggests being in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 9/11/2019. Bilateral prosthesis replacement with 550cc mentor memorygel breast implants was performed on (B)(6) 2019. D7 has been populated. 2. Is other serious-uncheck 2. Is required intervention- check the mentor failure analysis lab received the device for evaluation on 9/11/2019. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. The event occurred on (B)(6) 2018. The patient was 48 years old at this time. The procedure being performed was a primary breast augmentation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 209447 on 3/11/2019, and no non-conformance's related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient had mentor smooth round moderate profile 325cc saline prostheses placed in the united states on (B)(6) 2000. Post procedure, the patient experienced right sided ruptured accompanied by pain while in australia. A physician examination revealed bilateral rupture. At the time of this report, mentor has received no information regarding an expected explantation date, however, future device replacement is indicated. This report relates to the left prosthesis. See 1645337-2019-08414 for contralateral prosthesis report.